Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep). The implantable neurostimulator (ins) would be returned for analysis. Additional information was received from a rep on 2017-jul-28. The rep indicated that they mailed the ins yesterday and it would arrive early next week. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the ins was functionally okay with insignificant anomalies. The ins passed functional testing. The ins passed the final functional test on the automated accelerometer test system. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported a patient¿s battery depleted prematurely. It was noted the patient was implanted on (B)(6) 2016 and received the eri message today. The patient stated they had to recharge their ins every two days. Surgical intervention was planned, but not yet scheduled. No symptoms were reported. No further complications were reported as a result of this event.

Event description:
Additional information was received from a manufacturer representative (rep). The rep was meeting with the patient on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) indicating that they planned to replace the stimulator next thursday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-01. The rep stated that they are replacing the device next week and they would retain the device and send it in for analysis. No further complications were reported/are anticipated.